Event description:
The surgeon reported that during phaco a thermal burn occurred. The surgeon was able to continue surgery and finished the case. The incision was sutured closed. The visual acuity has not recovered two weeks post operative.

Manufacturer narrative:
A dvd of the patient event has been received and in-house evaluation is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 09/03/2009.